Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced ineffective therapy. Diagnostics indicated high impedances on the l4 lead. As a result, surgical intervention may be pending to address the issue.

Event description:
Related manufacturer reference number: 1627487-2020-23988. Additional information was received that both leads migrated. Surgical intervention occurred during which the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.